Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - (B)(6) 1990's, PMA/510(k) number, manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total hip arthroplasty in the (B)(6) 1990's. Subsequently, patient was revised on (B)(6) 2014 due to wear. The acetabular cup was removed and replaced.